Manufacturer narrative:
(B)(4). Information was received from a health professional that is not required to complete form 3500a. The part was returned for evaluation. Visual examination confirmed that one of the inlays that interface with the patella reamer shaft is bent outward. It is also noted that there are scratches on the edge of the superior surface. The device was used for treatment. The damage to the reamer blade is likely the result of improper alignment with the patella reamer shaft, however; the shaft was not returned from the field for review. With the information provided, a definitive root cause cannot be determined. This is the only complaint against this part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the patella reamer blade was bent during surgery.